Event description:
During the procedure a piece of plastic material detached from the device and almost fell into the patient chest cavity. The product was replaced during the case with no patient complication reported.